Event description:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. The ventilator was investigated by our field service engineer (fse) on site. The fse found that the o2 gas module was defective and solved the reported issue by replacing it. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).